Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer initially reported an internal battery and active exhalation control module were replaced to address the issue. The sensor board was also replaced to correct the issue.